Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening in injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an trapease vena cava filter for which the catalog and lot numbers are not available.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening in injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening in injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events, five years and four months post implantation, after undergoing a computerized tomography (CT) scan. It is noted that the scan showed the filter tilted towards the right lateral inferior vena cava (ivc) wall and that all of the struts along the widest portion of the filter perforated outside of the ivc. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of recurrent deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe). The patient has been previously treated with coumadin and was discontinued from coumadin. Prior to the filter placement, the patient was also having persistent vomiting and diarrhea. During the filter implantation procedure, the filter was deployed below the renal veins, via the right common femoral vein. The patient tolerated the procedure well and had no complications.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening in injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events, five years and four months post implantation, after undergoing a computerized tomography (CT) scan. It is noted that the scan showed the filter tilted towards the right lateral inferior vena cava (ivc) wall and that all of the struts along the widest portion of the filter perforated outside of the ivc. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of recurrent deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe). The patient has been previously treated with coumadin and was discontinued from coumadin. Prior to the filter placement, the patient was also having persistent vomiting and diarrhea. During the filter implantation procedure, the filter was deployed below the renal veins, via the right common femoral vein. The patient tolerated the procedure well and had no complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.